Event description:
I had double mastectomy in (B)(6) 2007 due to benign breast disease with fibroadenomas, and silicone implants placed in (B)(6) 2007. Within 5 months of implants, I had gained 50 pounds, and began having severe stomach and digestive issues. Within 6 years of implants, I was diagnosed with hashimoto's thyroiditis and hypothyroid, plus gained an additional 40 pounds. My face would swell, eyes swell shut, more so on the left side than the right, severe water retention, multiple food sensitivities, plus severe inflammation. Chronic inflammation has been the hardest to control. I have had no success with the inflammation or regulating my thyroid.